Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the probe broke and fell into the patient's body about 30 minutes after the start of laparoscopic colectomy procedure. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on january 16, 2022. The corrections are as follows, the procedure was not a laparoscopic colorectal procedure, but a laparoscopic gastrectomy procedure. The event occurred not 30 minutes after the start of the procedure, but about 2 hours later. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. The lot number was 19k with supplementary information number of "21". - the probe was broken at 14 mm from the distal end of the probe. - there were scratches around the broken area . - upon observing the surface of the fractured area, it was discovered that breakage of the probe started at the scratched area. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. (Inspection) ultrasonic output (inspection) appearance it is likely occurred the probe was broken by the following mechanism: 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in "1". This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) some load was applied to the probe and the probe broke. The above device handling has warned in the instruction manual.